Event description:
Patient was revised to address pain. **update** (B)(4) 2012 - litigation papers allege patient suffered severe pain, and the level of cobalt and chromium in her body rose to a toxic level. There is no new product information that would change the outcome of the investigation. **update** (B)(4) 2012 - received patient's operative notes. There is no new product information that would change the outcome of the investigation. Patient's name was corrected. **update: additional litigation papers received (B)(4) 2013. Date of implant has been provided. There is no additional information that would affect the outcome of this investigation.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.